Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one sample was received for investigation. It came in an opened packaging blister. A visual inspection was performed. The scale printing is missing. This is a 50ml syringe. No other defect was observed. One photo was provided. It shows the syringe with the scale marking missing. A potential root cause can be attributed to the syringe assembly printing process. After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine runs low on ink, and the barrels did not get the scale printed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 79823 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Based on the sample analysis and investigation carried out the symptom reported by the customer is confirmed. The lot # 79823 was produced for 0.134mm units, this is the 1st complaint; therefore, the cpm is 7.0. We will continue monitoring and trending this product and this symptom. Root cause description: after the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd luer-lok¿ tip syringe had no scale printing on it. This was noticed before use. The following information was provided by the initial reporter: "no scale printing."